Event description:
Customer reported that the unit alarmed high blower temperature error.the device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user. Patient involvement has been requested.

Manufacturer narrative:
Corrected.

Event description:
Customer reported that the unit alarmed high blower temperature error. The customer stated the unit was not attached to the patient at the time the event was discovered.

Manufacturer narrative:
The blower assembly was returned for failure investigation. A visual inspection was performed on the returned blower assembly. No evidence of damage and/or contamination. The blower was put into a failure investigation (fi) test ventilator. The test ventilator was powered up and it powered up normally. The test ventilator was run for 4 hours on normal ventilation observing for error codes and high blower temperature. No error occurred and did not have high blower temperature occurred. The reported condition was not confirmed. The investigation found the device to function normally. There was no product deficiency found.